Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6-12f mynx control venous vascular closure devices (vcds) were deployed correctly, but after the final two minutes when the devices were removed from the patient¿s body, some of the peg sealant come out attached to the devices. The site looked good and after two minutes, hemostasis was achieved. Some of the peg was left on the devices and not all deployed into the patient. There was no reported patient injury. The user was trained to the device. The products were properly stored and opened in sterile field. A 9f and 12f non-cordis sheath was used. There was no vessel tortuosity. Vessel depth was not shallow. Both buttons were fully depressed. The balloon seemed to be fully deflated. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, two 6-12f mynx control venous vascular closure devices (vcds) were deployed correctly, but after the final two minutes when the devices were removed from the patient¿s body, some of the polyethylene glycol (peg) sealant came out attached to the devices. The site looked good and after two minutes, hemostasis was achieved. Some of the peg was left on the devices and not all deployed into the patient. There was no reported patient injury. The user was trained to the device. The products were properly stored and opened in sterile field. A 9f and 12f non-cordis sheath was used. There was no vessel tortuosity. Vessel depth was not shallow. Both buttons were fully depressed. The balloon seemed to be fully deflated. Two (2) non-sterile ¿mynx control venous 6f-12f¿ devices from the same catalog and lot number involved in the reported complaints were returned for investigation. The devices were identified as ¿a¿ and ¿b¿ for the investigation. For the device identified as ¿b,¿ visual inspection showed that button 1 and button 2 were fully depressed. The clock symbol was visible in the tension indicator window, and the balloon was completely withdrawn into the tamp tube. The syringe was received connected to the device. The sealant was not returned with the device. Furthermore, an unknown procedural sheath was received locked onto the device, and blood was noted in the procedural sheath. No damages were observed on it. The returned device was inspected for damages or anomalies that may have contributed to the reported failure, and no damages or anomalies were observed. Functional testing was not performed on the returned device identified as ¿b¿ because both button 1 and button 2 were fully depressed, and the sealant was not returned for evaluation. The reported event of ¿sealant-inaccurate placement-partial¿ was not confirmed through analysis of the returned devices as they were received fully deployed without the sealants included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the reported events of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted to both units received. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.